Event description:
It was reported after using bd vacutainer® sst¿ tubes, (28) tubes displayed elevated nse levels. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Affiliated with(B)(6). G.4. There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.